Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple attempts were made to recover the pocket with a witness, but it failed to open. The pocket produced a release sound but did not open. The station was restarted, and the area behind the drawer was checked, with no obstruction found. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the station and noted that mini drawer 1.8 had failed. During recovery, the solenoid was heard clicking but did not release the tray. The issue was diagnosed as contamination within the tray and drawer chassis caused by a previously broken hydromorphone ampule. The fse removed trays 1.6 through 1.8 and thoroughly cleaned all residue from the drawer chassis and trays. Extensive testing was performed using the hardware testing application, followed by application-level testing, with no issues observed, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.